Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument sparked. The customer used a backup mbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing appeared to have originated from the tip of the maryland bipolar forceps instrument. The arc ground was inside the patient's body. The arcing event occurred during cauterization and the bipolar energy was activated. The force triad generator was used, and the setting was macro 60w. The other instruments in use when the event occurred were the tip up fenestrated bipolar instrument. There was no instrument collision. The instrument tip was not in contact of the tissue when the event occurred. There was no harm or injury to the patient. The patient has not returned to the hospital with any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe). The following additional information was provided: thermal damage possibly occurred at the base of the grip. No obvious damage to the conductor wire.